Event description:
It was reported the customer had no delivery alarms on their insulin pump. The customer also stated they had disconnected from the continuous monitoring system because their sensor was showing false readings. The customer did not want to continue with the call any further. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-88010.